Manufacturer narrative:
It was reported that a user's right fifth finger became caught in the wheelchair's folding clip and the tip of this finger was "cut off." The user went to a local hospital's emergency department (ed) where his "finger was cleaned." No diagnostic exams or additional medical treatment was identified. No diagnoses were reported to the manufacturer. The patient was reportedly discharged after his ed visit with follow-up care with a "hand specialist" and a wound clinic. No sample was available to be returned to the manufacturer for evaluation. A root cause for the reported incident could not be identified. Due to the reported injury, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a user's right fifth finger became caught in a folding clip.